Manufacturer narrative:
Continuation of d10. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx valve; product ID: evolutfx-23; serial: (B)(6); UDI: (B)(4); manufactured date: 2024-08-19; use by date: 2026-08-19; implant date: (B)(6) 2026; FDA site ID: 9617601. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0013063623); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure in a patient with a previous non-medtronic surgical aortic valve replacement, the valve was implanted at an adequate depth. During removal of the delivery catheter system, the nose cone became engaged with the valve outflow and the valve dislodged. Subsequently, a new valve was prepared and successfully implanted in the patient.

Manufacturer narrative:
Image review: the patient executive summary was reviewed and was determined to contain sufficient information to assess the relevant anatomical features. The presence of a previously implanted, non-medtronic surgical aortic valve was reported; however, the valve m odel and size were not specified. Review confirmed the presence of a surgical aortic valve with a measured perimeter of 61.8 millimeter¿s (mm) and a perimeter-derived diameter of 19.7 mm. These measurements would be consistent with consideration of a 23 mm evolut valve. The left ventricular outflow tract was noted to be flared, with a measured perimeter of 78.5 mm. In addition, protruding calcification extending into the left ventricular outflow tract was identified. One intraprocedural fluoroscopic cine was submitted for review. The available imaging demonstrates that, during withdrawal of the delivery catheter system, the nose cone interacted with the paddle, resulting in dislodgement of the valve into the ascending aorta. It is recommended to use caution during withdrawal of the delivery catheter system to minimize interaction with the evolut frame. As stated in the instructions for use (IFU): potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the transfemoral access site was used during the procedure, and a non-medtronic guidewire was used during the procedure. During implant, cuspal overlap technique was used, and the valve was deployed slowly. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.